Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic procedure. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. A component of the device broke off but did not disengage into the patient's cavity. The hand piece or reload jammed up. In order to resolve the issue and complete the case, used a new manual stapling handle and reload.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic procedure. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. A component of the device broke off. The hand piece or reload jammed up. In order to resolve the issue and complete the case, used a new manual stapling handle and reload.